Manufacturer narrative:
The end user was sitting on the seat of the rollator and fell when the wheel came off. She suffered a neck injury and was hospitalized and had surgery. She died 8 days later. The cause of death was not reported. No other details of the incident or subsequent injuries were given. No lot number was provided. We were sent a photo showing what appears to be a set screw. No other identifying photos such as the insert, wheels or the rollator itself have been provided for eval. We do not know how the product was being used, if it had been maintained or if it was medline labeled. The sample has not been returned for eval. We have not confirmed the reported issue or identified a root cause. However, in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the end user was sitting on the seat of the rollator and fell when the wheel came off. She suffered a neck injury and was hospitalized.